Manufacturer narrative:
(B)(4). A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 06 may 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
FDA user facility report # (B)(4) was received on 14-apr-2021, and the following information was provided: "according to interventionalist complication fracture of the existing gastrostomy tube with retained internal bumper." The original intended procedure was "g [gastrostomy] tube was being changed. Inserted on (B)(6) 2020 [(B)(6) 2020]." "This was a planned procedure." No patient injury was reported. Additional information has been requested but not yet received.